Event description:
It was reported that noise was observed on the lead. It was unable to reproduce noise with provocative arm movements. Lead remains implanted. Patient condition was stable.

Event description:
New information received noted that the right ventricular lead was oversening noise.